Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had fg.120 (report of a general, vague, or unspecified alert, alarm, and - or service code). The alarm occurred during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that a flo-gard infusion pump presented an unspecified alarm. The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-94 (configuration option settings checksum is not 0) alarm was identified during functional tests. The reported problem was verified. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.